Event description:
Physician attempted closure of the arteriotomy using the closer-tsl6 device. Reports from the field indicate that physician deployed the foot of the device into the common femoral artery wall. As a result, a dissection of the common femoral artery and a side branch occurred. The pt developed a thrombus and was given 15mg of tissue plasminogen activator to dissolve the thrombus. The arteriotomy was closed using manual compression. Later that evening, pt lost pulses in her lower extremity on the affected side. Pt was taken to surgery where a thrombus was located in the common femoral artery. Pt underwent a balloon and wall stent procedure secondary to the thrombus formation. Pt recovered with no further incident.